Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise oversensing on the right atrial channel that was suspected to be electromagnetic interference (emi) related. This device remains in service. No adverse patient effects were reported.